Manufacturer narrative:
On 6/1/2021, additional information was received indicating the physician commented the causal relationship to the adverse event is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30492284m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection (thoracoabdominal aortic dissection) requiring medication. During the case, the ablation catheter was tortuously advanced into the aorta. Approximately 10 minutes after catheterization, the patient complained about abdominal pain. The ablation and echo catheters were removed. Abdominal surface echo was done, and the physician judged there was an aortic isolation and decided to end the procedure. There is no doubt that a thoracoabdominal dissection occurred. Unspecified medication was administered to elevate patient¿s blood pressure. There¿s no report regarding prolonged hospitalization. The physician causality opinion was not provided. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.